Event description:
It was reported that customer experienced occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and case was documented with no additional corrective actions reported.